Event description:
A ventilator was returned to a third-party service center for preventive maintenance. There was no harm or injury reported. The device was not in patient use. During the evaluation a service required alarm condition indicating the internal battery failed to charge. The internal battery was replaced to address the issue. Additionally, alarms indicating detachable battery had a low state of health were observed. The detachable battery was replaced to address the issues. The vanity cover was found to be physically damaged and was replaced. The inline proximal filter was found to be contaminated and was replaced. The air inlet foam filter, muffler assembly and particulate filter were all replaced per preventive maintenance protocol. The device was tested and passed all final testing.